Manufacturer narrative:
There was no button error alarm noted. The insulin pump was received with an intermittent button response due to the corroded keypad traces. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, and a minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that while the customer was trying to give a bolus, but the buttons did not work properly. Customer's blood glucose was 185 mg/dl. Customer received a button error alarm after a few minutes. The insulin pump was replaced.